Event description:
Customer alleged the lift moves sporadically and also, it will suddenly stop in the middle of operation. No injury alleged.

Manufacturer narrative:
(B)(4) 2012, kel - no RMA has been initiated for this issue. Model rps350-1, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1078984 rev h (april-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The rps350-1 lift is located at a facility, (B)(6). The facility representative called and stated that when operating the controls for the rps350-1 lift, the lift will move sporadically. He has to reset the controls often to allow the lift to operate properly. The facility also stated that the lift will suddenly stop in the middle of a lift and the controls must be reset to continue the lift operation. The facility has been referred to a local service center. No injury.